Event description:
The customer reported that an 840 ventilator reset while in use on a patient. The patient was not harmed or injured as a result of the event. The customer replaced the graphic user interface (gui). The covidien customer support engineer (cse) downloaded the software onto the customer purchased graphic user interface (gui). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).